Event description:
Noise was observed on the lead that was oversensed. The lead was capped since the device could not be programmed around the noisy artifacts.

Manufacturer narrative:
No medwatch form was received.